Event description:
The device was used during a laparoscopic colon resection. Reportedly, the instrument did not cut and there was insufficient coagulation. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.